Manufacturer narrative:
The report of red heart alarms and pump stoppage events was confirmed base on the eval of the pump. The pump was returned with the percutaneous lead cut approx 11 inches from the pump housing and the severed portion of the lead, measuring approx 34.5 inches in length, was returned. The pump-end portion of lead was tested for continuity and all wires were found to be electrically intact. No shorts or discontinuities were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed from the pump-end portion of lead and examination of the underlying wires revealed disruptions in the insulation of the black, yellow, brown, red, and oranges wires, approx 7.5 inches from the nipple of the pump housing. The conductors of these wires were exposed at this location. The disruptions of the insulation of the wires appeared to be the result of repetitive flexing of the lead in this area, which caused abrasion to the wires as a result of rubbing against the braided shielding. There was no evidence of mechanical damage to the wires such as crushing or pinching. Electrical continuity testing was performed on the distal-end portion of the lead and discontinuities were found in the red and orange wires. The shielding and bionate were removed, and examination of the underlying wires revealed that the orange and red wires were partially fractured, approx 32.5 inches from the metal/controller, and became fully fractured upon application of force. Examination of the remaining wires under a microscope revealed disruptions in the insulation of the yellow and green wires approx 32 inches from the metal controller. The conductors of all these wires were exposed at this location. The disruptions of the wires appeared to be the result of repetitive flexing of th lead in these areas. There was no evidence of mechanical damage to the wires such as crushing or pinching. The disruptions of the insulation of the wires affected all 3 phases, and would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short to ground would have caused the reported low speed alarms and pump stoppage events. The reported event also could have resulted from a phase to phase short if the exposed conductors from any of the two wires made direct or simultaneous contact with the braided shield while the device was supported by batteries. A review of device history records showed no deviations from mfg or qa specs. No further info is available. The MFR is closing its file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: attempted external repair of driveline fracture with unsuccessful results. Underwent a pump exchange at (B)(6) medical center.

Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pt experienced a driveline fault alarm and that an issue with the driveline was suspected. Upon technical services' onsite visit to evaluate the driveline, a system controller exchange was performed and returned for eval. Red heart alarms were noted while the pt was on an ungrounded cable and a percutaneous lead distal end replacement was subsequently performed on (B)(6) 2014. The pt underwent a pump exchange with the cause of the exchange being noted as "driveline fracture." The explanted pump including a portion of the lead that was removed and returned to the MFR for further analysis.